Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for pseudomonas aeruginosa and stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction: b3 - date of event - blank to (B)(6) 2025 this report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025 sampling from: all channels cfu: 15 cfu (total) bacterial identification: bacillus cereus, roseomonas gilardii and bacillus species based on the results of the investigation, a root cause could not be established. Growth of microorganisms were reported through culture testing by the user after reprocessing. The reported malfunction was confirmed, however when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) after repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.